Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 3-4. The mitraclip delivery catheter (cds) was advanced and the clip was placed. Establishing final arm angle (efaa) passed. However, when removing the lock line, it was noted that clip had slightly opened approximately twenty degrees; but stayed on the leaflets. Pulling of the lock line was discontinued, the clip was reclosed and efaa passed again. The clip remained closed and locked. Clip deployment was continued, the lock line was removed without further issues. The clip remained secure, and stable on the leaflets. Mr was reduced to 1-2. There were no adverse patient effects, and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A review of the compliant history identified no similar incident reported from this lot. Based on information reviewed and without the device to analyze, a cause for the reported unintended movement ¿ clip open locked in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na